Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company¿s devices were used during this study: an irrigated unipolar rf ablator (visitrax, ncontact surgical, (B)(4)); an intracardiac echocardiographic guide (acunav; acuson, (B)(4)). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient in the hybrid procedure group died from an atrio-esophageal (ae) fistula. This (B)(6) male developed an ae fistula after the epicardial only ablation. This patient did not undergo concomitant endocardial ablation due to the presence of anomalous venous anatomy (inferior vena cava draining into a persistent left superior vena cava), which prevented the transseptal puncture. After readmission for chest pain, the endocardial procedure was performed 3 weeks later using a superior vena cava approach. The fistula was incidentally engaged during the second procedure using the stereotaxis system and before delivering any lesions. Following the procedure he developed sudden blindness, together with melena and sepsis. A cranial CT scan revealed the presence of multiple cerebral embolisms, while a thoracic CT scan confirmed the atrial-esophageal fistula. The patient was promptly treated with the implant of an esophageal stent; however, he died on the next day, due to the progression of stroke and sepsis. Additional information was received on 09/27/2016 indicating that the author assessed most of the complications were due to the surgical procedure. The purpose of this study was to evaluate the differences in success and complications, between a combined concomitant surgical/endocardial procedure via pericardial access, and their standard endocardial approach, in the treatment of standalone lspaf. 59 patient were enrolled in this study. An irrigated unipolar rf ablator (visitrax, ncontact surgical, (B)(4)); and a circular mapping catheter (biosense webster, (B)(4)) were used in this study. Bwi takes conservative approach to open this complaint under the circular mapping catheter, however catalog and lot number are unknown.